Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination also noted that the helix mechanism was partially extended position. Dried blood was noted around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device exhibited impedance issues on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited impedance issues on the right ventricular (rv) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.